Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No number scrolling number was noted on the display. The insulin pump had a cracked display window corner, and a cracked display window. No moisture damage was noted on the electronics.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm. Customer's blood glucose level was 218 mg/dl. Insulin pump will need to be replaced. No additional information provided.